Manufacturer narrative:
The insulin pump was received with unexpected restart alarm after battery change and memory was erased due to c13/ib broken solder joint. Pump passed the operating currents measurement, self-test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No signal too low alarm noted. No unexpected low battery alarm noted. No unexpected black screen anomaly or display anomaly noted. Pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that they experienced unexpected restart, signal too low alarm and low battery alert. The customer's blood glucose value was 188 mg/dl. The customer stated that the alarm did not occur during the rewind/prime sequence. The customer stated that the low battery occurred during self-test. The product was returned for analysis.

Manufacturer narrative:
The device information provided in the initial report was incorrect. The correct device information has been provided in this report.